Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was relaying a sensing anomaly and so was capped on (B)(6) 2018 and replaced. No further information was available.